Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured due to severe intravascular calcium. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured due to severe intravascular calcium. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.25mm x 15mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak at the distal markerband. Bumper tip showed no signs of distal tip damage. A functional testing was performed. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.